Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00216.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation (date of event is unknown). As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00216. Additional information received identified the patient's scs ipg is inoperable due to the inability to charge (date of event is unknown). Surgical intervention will also be taken to address this issue. The scs ipg is being reported as device 2.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-00216. Additional information received identified the patient's scs system was explanted and replaced. Effective stimulation was obtained post-operative.